Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an infusion set pull out and that he had to put a new set in. He also stated that he experienced sensor glucose versus blood glucose differences with threshold suspend. The customer¿s blood glucose was 46 mg/dl and he said that he treated by eating candy. He declined troubleshooting for the low blood glucose because he said that he doesn¿t believe that it was because of the pump. The sensor, the serter and the insulin pump will not be returning for analysis.